Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1526. It was reported the pt is not receiving effective stimulation in her low back. Multiple reprogramming attempts have been unable to resolve the issue. An sjm representative is pending follow up with the pt once before surgical intervention is scheduled.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.